Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record and complaint history of the reported device could not be conducted, because the lot number was not provided. It should be noted that the proglide instructions for use states for arterial and venous sheath sizes greater than 8f, at least two devices and the pre-close technique are required. In this case, the sheath size would not directly contribute knot advancement difficulties. A conclusive cause could not be determined for the reported difficulty. Factors that contribute to the reported failure to advance the knot include, but not limited to, low profile knot, use technique excessive force, air knot. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication a product quality issue.

Event description:
It was reported that an arteriotomy closure of the left common femoral vein was attempted using a proglide device with a 9f sheath after an electrophysiology premature ventricular contraction interventional procedure. Reportedly, the proglide device deployed fine; however, the knot was unable to be advanced and the proglide device failed to achieve hemostasis. Manual compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.